Manufacturer narrative:
To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure there was an activation issue on the device. They used an erbe smoke monopolar device in the mono 2 receptacle. When they stopped pressing the cut button on the pencil the generator continued activating. They shut down the generator and rebooted the generator. Then they used the same erbe pencil again and again the activation didn't stop. Then they unpacked a new erbe smoke pencil and again the activation didn't stop. Then they used another generator with the same pencil and the error didn't occur.